Manufacturer narrative:
(B)(4) follow up report for correction. MFR report # 9614033-2026-00023 was submitted as the site legal name was incorrectly reported as san agustin in the initial MDR submission, 3003152976-2026-00124. MFR report # 9614033-2026-00023 was submitted to update the site legal name to cuautitlan, and to have the proper MFR number. Medical device catalog # has been updated to 304658.

Event description:
Material number has been updated to 304658.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. This report is supplemental to previously submitted 3003152976-2026-00124. The product originally was determined to be manufactured by san agustin however, it was later determined that the legal manufacturer is cuautitlan. This new MDR is being submitted to correct the legal site and to submit a MDR under the correct site registration number. A correction supplemental was submitted for 3003152976-2026-00124 stating the cancellation of the original MDR.

Event description:
It was reported that the bd syringe 20ml ll ns had foreign matter. The following information was provided by the initial reporter: material # 302055 . Batch # unknown. It was reported by customer that they state moisture in syringe. Verbatim: rcc received a complaint via email. Email(s) attached. We were notified of a complaint from a customer stating moisture in syringe. Please see the below details regarding the reported issue. If it is indicated that a sample is available, please provide shipping instructions within 30 days or the sample will be disposed of. Medline complaint #:(B)(4). Defect description:moisture in syringe. Medline part #:153240. Product description:.syringe 20ml ll bns. Vendor part #:302055. Lot #:unknown. Date reported: 1/28/2026. Sample received:yes. Response needed: yes - incident reported to the FDA as MDR-30 day. Reference no. 1423395-2026-00026.